Event description:
A product evaluation found that the power adapter for the pump in style device was breached, which is a safety issue.

Manufacturer narrative:
A product evaluation found the transformer housing to be breached. The cause of the breach in the rev n transformer has not been determined at this time. It is currently being investigated under (B)(4). A visual examination of the power supply revealed the transformer housing was cracked open, exposing inner electrical circuitry. A visual examination of the cord revealed nothing unusual. The power supply was plugged in and the voltage across the dc plug was measured at .765m ohms, which indicates that there is not a short in the dc cord. Smoke, fire and sparking were not observed while the power supply was plugged in. The resistance across the ac blades measured as 56.9 ohms, which is normal and indicates that the thermal fuse did not blow.